Event description:
Customer complaints of pain and burning sensation during urination and ejaculation after using the condoms for the first time. Customer obtained a full physical from their primary physician. Ruling out the possibillity of std's and other infections. Experienced the same symptoms after using the condoms a second time.